Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-003031. Follow-up identified the patient completed antibiotic treatment and reportedly the infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-00662. The patient received two leads (model 3186) with the same lot number. The patient was implanted with two scs systems(thoracic and occipital). It was reported the patient was diagnosed and treated for a (B)(6) infection within the last few weeks. Subsequently, surgical intervention was scheduled as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2017 wherein the thoracic system was explanted and the occipital system was left implanted. Postoperatively, the patient's being treated with several oral antibiotics.